Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. The distal tip of the 6 fr 45cm non bsc introducer sheath was placed in the external iliac artery. After the 175cm non bsc guide wire crossed the lesion, the 6.0mm x 60mm x 135cm sterling¿ balloon catheter was advanced for predilation. The balloon was inflated for 3 seconds however it ruptured at 10 atmospheres on the first inflation. The procedure was completed using a 6mm x 8cm non bsc balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).